Manufacturer narrative:
MDR 1219913-2015-00112 was filed on june 19, 2015 reporting two (B)(6) advia centaur xp hbc total results. The results were discordant to two alternate methods. August 25, 2015 - additional information: siemens requested the samples for testing but they are not available. The overall sensitivity of the assay is not being questioned by the account. Root cause cannot be determined since the samples are not available for testing.

Event description:
Two (B)(6) advia centaur xp (B)(6) total results were obtained for two patient samples. The results were discordant with two alternate methods. The results were (B)(6) on the alternate methods. The patient samples were tested for (B)(6). The results were (B)(6) on (B)(6) and (B)(6) on (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) total results.

Manufacturer narrative:
The cause for the discordant hbc total result is unknown. Siemens healthcare diagnostics is investigating. Ex-us: the IFU states in the limitations section: "the advia centaur hbc total assay is limited to the detection of total antibodies to hepatitis b core antigen in human serum or edta plasma. Assays for the detection of anti-hbc may not identify all patient samples that contain hepatitis b virus or potentially infectious units of blood and may generate false reactive results. Assay performance characteristics have not been established when the advia centaur hbc total assay is used in conjunction with other manufacturers' assay for specific hbv serological markers." (B)(4).